Event description:
In 2008, a company representative reported that the patient experienced elevated blood glucose of over 600 mg/dl. He stated that he changed his insulin cartridge before he left for work and his blood glucose began to elevate. When he returned home his blood glucose was over the limit that his blood glucose monitor would read. He stated that there was insulin pooling in the cartridge compartment of the infusion device. Upon follow up with the patient in 2008, the patient stated that the infusion tubing was loosened causing insulin to leak. He replaced the infusion tubing and his blood glucose returned to normal by 11 pm. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.